Event description:
In a pt who required ptcd procedure to relieve obstructive jaundice, the physician made a puncture from the side chest using a 15cm long 21g puncture needle, inserted the pmg wire guide beyond the stenosed area. The puncture needle was replaced with a hakko bv drainage catheter (19g x 27cm) and attempted to withdraw a metal inner cannula of the drainage catheter and the wire guide altogheter, during which time the distal tip of the wire guide became severed and left within the lower part of bile duct. The procedure was suspended. As the pt was asymptomatic, he planned to retrieve the tip endoscopically, depending upon how the pt's family reacted to his explanation to them of the incident. The physician assumed the advancement of the wire guide retroflexed between the vater's papilla and stenosed area might have kinked the wire guide and during the attempt to withdraw the wire guide and metal cannula (when he felt resistance), the tip separated.

Event description:
Information provided to us in april 2006 stated the tip has not been removed at this time; although the physician is considering removing the fragment in the near future.